Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. It was confirmed the smoke came from the uninterruptible power supply (ups). The ups was supplied by a third party and could not be fully evaluated. The cse found that the connections on the female power inlet and the connections on the male power plug from the instrument were melted. The cse replaced the power cable to the instrument. The third party replaced the female power input connector, associated fan, and associated batteries. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer contacted siemens and reported smoke coming from their advia chemistry xpt instrument. The customer stated the smoke came from the customer's uninterruptible power supply (ups). There are no known reports of patient intervention or adverse health consequences due to the event.